Manufacturer narrative:
H.10: the root cause is hole in the evaporator due to the stirring flow in the tanks causing water entering the cooling circuit and damaging the compressor. Corrective action is already in place for this issue. The erosion kit that includes the new design of the pump head of the stirrer motor to prevent a water flow directed to a narrow area of the evaporator coil. The issue occurred more than one year after device upgrade. However, most probably the condition of the evaporator was already compromised before the upgrade to such an extent that the copper was rather degraded.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). The technician in charge found that the refrigerant gas was leaking from the cooling coil. The device will not be repaired. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t did not cool during maintenance. There was no patient involvement.